Manufacturer narrative:
Analysis found that when the shaft was turned by hand using the head of the bur while viewing the drive mechanism [the bur tang], the tang was not turning which indicated a broken shaft. The shaft was removed from the assembly for further analysis, it measured 5.70¿ from tip to break point. The break point at the proximal end corresponds to the distal side of the tack weld on the tang. The shape of the shaft break is consistent with shear [or bending] stress. There was some discoloration next to the break. A similar reserve sample bur was previously installed into a handpiece; while ¿incrementally¿ inserting the bur, it was intentionally side loaded in all directions in an attempt to break the shaft during loading; the shaft did not break. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the bur on the handpiece would not turn when the footswitch was pressed. Another bur was used on the handpiece and worked fine. There was no patient impact.